Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred during insulin delivery. The customer will continue to use the pump for insulin delivery. It was also reported that that occlusion alarms occurred. Customer changed pump supplies to address the issue. Additionally it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. A new cartridge was loaded, and insulin delivery was resumed. The customer's blood glucose level was 247 mg/dl.